Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the surgeon was trailing the retractable hook with the sales representative present when the black plastic collar around the joint between the hand and stem broke. Part of it fell on the drapes and the rest remained. The device still worked and the surgeon continued with the procedure using the device. Twice more parts fell onto the drapes. There was no danger to the patient.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the hub was broken. The pieces were not returned with the product. The reported condition was confirmed. The investigation found the hub was broken. This is indicative of the shaft being flexed too far. The investigation identified the root cause of the reported event to be user error. The IFU (instructions for use) states, do not bend the instrument shaft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.